Event description:
The caller reported experiencing cgm error 42. A specific blood glucose level value was not provided, but there was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support and successfully performed a pump reset, after which the cgm error did not reoccur, and the sensor session started successfully.